Manufacturer narrative:
Gbo complaint (B)(4). We have not received photos of the suspected device. We have not received actual suspected device or samples from the same material and lot from the customer. We do not have further inventory for this material/batch. We do not have further complaint for this material/batch. No clarification or further information was received from the customer.

Event description:
Customer states 2 issues with tubes. Specimens are clotting. Hemolysis is occurring. For clotting issue, specimens are being mixed adequately per IFU. For hemolysis, customer advises they do not believe specimens are being shaken. Tubes are being filled appropriately to fill mark +/- 10%. Customer is unsure of exact number of occurrences. Specimens are being collected by heel stick, arterial lines and arterial blood draws. Funnels are being used with collection. Multiple sites are experiencing these issues.